Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a data use agreement (dua). The preliminary data report was from the orthopedic research foundation (orthoindy), which includes information collected from saint vincent hospital and health care center, as part of an on-going data use agreement. Attached is the interim version of the data collection template (dct), which includes safety-related information for the va-lcp ppfx system. Patient (B)(6) it was reported that the patient had the following intraoperative events and intervention: bone fracture; managed with adding an extension plate. Osteomyelitis; treated with antibiotics for the infection.